Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. Clinical reason being mentioned as mechanical complication with intraocular lens (iol). The iol was explanted and exchanged for an unknown atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and it states that the tilted lens causing shift in the refractive outcome. So, the iol was explanted and exchanged for a same model with different diopter company lens. There was no impact to the patient.

Manufacturer narrative:
Additional information has been provided in a.2., a.3.a., b.2., b.3., b.5., b.6., b.7., d.10., e.4., and h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Additional information states company 13.0 diopter lens replaced with 15.5 diopter lens. An intraocular lens (iol) exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The company 13.0 diopter lens was exchanged for a company 15.5 diopter lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.